Event description:
A triad skull clamp was reported to have slipped during a posterior cervical fusion. The pt had not been repositioned when the unit slipped. The pt did not incur an injury as a result of the slippage. Mayfield adult disposable pins were being used at the time. A stereotaxy device was not used during this procedure.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.